Event description:
During last coil embolization within the anterior communicating artery, the coil stretched and detached during attempt to reposition. The proximal end of the coil became spiral in shape within the cavernous carotid fistula and then the coil migrated to the middle cerebral artery and thrombosed. The physician attempted to re-channel the supraclinoide carotid artery and middle cerebral artery using reopro. Following this procedure, it was reported the coil was captured, and was placed at the proximal area by using a stent.